Manufacturer narrative:
Medical device lot #: an invalid lot # of 2008004 was provided by the initial reporter device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock experienced flow issues. The following information was provided by the initial reporter: upon priming with saline the flow rate was apparently slow although the clamp was fully opened.

Event description:
It was reported that the bd phaseal¿ injector luer lock was unable to prime. This event is unlikely to lead to any degree of harm/serious injury. The following information was provided by the initial reporter: upon priming with saline the flow rate was apparently slow although the clamp was fully opened.

Manufacturer narrative:
It has been determined that the initial MDR submission, (MFR report # 3003152976-2022-00130), was submitted reporting for an incorrect event type. The complaint has been re-evaluated, and as the event is unlikely to cause patient harm/serious injury it has been determined that the event is not MDR reportable. The b.5 entry of the complaint has been updated to reflect the new event type. The initial MDR submission may be disregarded. B.5 describe event or problem: it was reported that the bd phaseal¿ injector luer lock was unable to prime. This event is unlikely to lead to any degree of harm/serious injury. The following information was provided by the initial reporter: upon priming with saline the flow rate was apparently slow although the clamp was fully opened. H3 other text : see h10.